Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient currently receiving clonidine (100 mcg/ml at 49.99 mcg/day), bupivacaine (5 mg/ml at 2.4993 mg/day), and dilaudid (4 mg/ml at 1.9994 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that a pump motor stall was seen on initial interrogation. The pump logs indicated that on (B)(6) 2017 the pump stalled at 16:45 and recovered at 16:50. The patient had not recently had an MRI and there were no known emi/magnetic interactions. Per the hcp, the pump logs were checked at every visit. The patient had no symptoms related to the event. Additional information was received on 22-feb-2017 from an hcp and it was reported that the troubleshooting performed related to the event was the pump interrogation and no reason/cause was identified for the motor stall. The cause was not determined.